Event description:
As reported from patient support, (psc) received an email, from the patient (history of memory loss) that the 26mm sapien 3 valve in the aortic position was leaking since the implant (approximately 4 years and 5 months post tavr). Since implant, the patient has had an echo every 6 months. The valve leak was minor to moderate. The patient had EKG, CT scan and echo. Results revealed that the leak is now severe, and patient was told that the leak is due to an oval aorta. Patient has become symptomatic experiencing difficulty breathing and fatigue. Per clinical review of medical records, the patients most recent echo shows moderate aortic paravalvular regurgitation, and the patient has been referred for consideration of closure. The patient's hemoglobin, while stable, has been associated with findings with haptoglobin that suggest hemolysis.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (oval aorta) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted.